Event description:
The complaint info reported was as follows: on (B)(6) 2013, during stent deployment the user had difficulty pulling the safety wire out of the delivery handle and the safety wire broke into two pieces. They grasped the broken end of safety wire and kept pulling it out. Although the safety wire was pulled out they found there was a knot tied at the end of the stent. They advanced a dilation balloon to dilate the knot of the stent and then placed another stent over the stricture. Add'l complaint info reported on (B)(6) 2013 indicated that the pt received emergency hartmann's operation on (B)(6) 2013 with operative diagnosis of cancer of colon-sigmoid colon and faecal peritonitis. The metal stents with colon specimen have been sent for histology report. The description of findings was confirmed to be a 2.5cm linear horizontal perforation of large bowel at the level of outer stent, inserted at the time of previous sigmoidoscopy section. The perforation may be caused by the stent inserted for obstructing carcinoma of sigmoid colon.

Manufacturer narrative:
There are no evo-25-30-10-c (evolution colonic stent systems) devices lot c868190 in stock at the time of the investigation. The complaint info reported was as follows: on june 06, 2013, during stent deployment the user had difficulty pulling the safety wire out of the delivery handle and the safety wire broke into two pieces. They grasped the broken end of safety wire and kept pulling it out. Although the safety wire was pulled out they found there was a knot tied at the end of the stent. They advanced a dilation balloon to dilate the knot of the stent and then placed another stent over the stricture. The device related to this complaint was not returned for eval. Images were provided. With the info provided, a document based investigation was carried out. On review of the images with product development personnel the customer reported complaint was confirmed as it was evident that the safety wire was broke in two pieces. It was also confirmed that stent was knotted / did not fully expand on deployment and that an add'l stent was placed. It was concluded that the difficult removal of the safety wire most likely caused the stent to knot and not fully open / expand on deployment. The product development engineer confirmed that the joint that failed in this complaint is the stainless steel pigtail cannula to safety wire joint and something caused a high resistance when the clinician was pulling out the wires which lead to this joint failure. Add'l info provided info that the stent was fully deployed when the safety wire was removed from the device. As per the instructions for use ifu0052-7 that accompanies this device users are instructed as follows: "step 10. When stent point-of-no-return has been passed. Pull safety wire out of delivery handle near wire guide port. Step 11 continue deploying the stent by squeezing trigger." Add'l complaint info reported to cirl on (B)(6) 2013 indicated that the pt received emergency hartmann's operation on (B)(6) 2013 with operative diagnosis of cancer of colon-sigmoid colon and faecal peritonitis. The metal stents with colon specimen have been sent for histology report. The description of findings was confirmed to be a 2.5cm linear horizontal perforation of large bowel at the level of outer stent, inserted at the time of previous sigmoidoscopy section. The perforation may be caused by the stent inserted for obstructing carcinoma of sigmoid colon. On review of this complaint with the product manager, it has been determined that the most likely cause of this complaint was due to the stent being fully deployed when the safety wire was removed from the device coupled with stent being placed in non-linear lumen. This may have resulted in the safety wire becoming twisted in the stent, resulting in the stent knotting. The add'l force required to remove the safety-wire could have contributed to the perforation. The use of the dilation balloon to release the knot also have increased the risk of perforation. As actual use conditions cannot be replicated in the lab we are unable to conclusively determine the cause of this complaint. Prior to distribution, all evolution colonic controlled-release stent systems are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for lot number c868190 revealed no discrepancies that could have caused the complaint issue. The notes section of instructions for use, ifu0052-7 instructs the user as follows: "visually inspect with particular attention to kinks, bends and breaks. If an abnormally is detected that would prohibit proper working condition, do not use." As per ifu0052-7 potential complications associated with gi endoscopy, include but are not limited to perforation, pain , peritonitis, bowel impaction, diarrhea, constipation, stent misplacement and/or migration. Pt is currently recovering in hospital since the surgery. Quality engineering assessed the complaint using the health risk assessment (hra) and the risk has been determined to be moderate. No add'l action is necessary. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.